Event description:
It was reported via repair work order that there was unintended motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as no product malfunction was found at the time of inspection. The issue was resolved for the customer by verifying the bed was completely functional with no defect. Customer requested a cpu board change for preventative measures.

Event description:
It was reported via repair work order that there was unintended motion due to a malfunctioning cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.